Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained an unknown brand of morphine with a concentration of 5 mg/ml at a dose of 2 mg/day. It was reported the patient experienced withdrawals. A (B)(6) study was done and there was a motor stall. There were no known factors that might have led or contributed to the issue. A (B)(6) study was also conducted. The pump was going to be replaced, but there was no date set for the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.